Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The user's blood glucose (bg) level was 270 mg/dl. The bg level was addressed with a bolus. During the system check with tandem technical support, it was determined that the cartridge should be changed. The user successfully loaded a new cartridge and resumed insulin delivery.